Manufacturer narrative:
At customer site, the field service engineer attempted to prime analyzer and observed the 2239 error once again. Reviewed the error log and found that only bf probe 1 had the error. Wash probe 1 showed signs of deterioration, wash syringes wobbled during priming. Replaced both wash syringes, wash probe and wash valve. Issue persisted, tested bf1 liquid sensor and found that it was not detecting fluid from sample cup. Tested all four probes and all had flickering or weak led's. Adjusted potentiometers on the side until a strong signal came through. Primed wash 5 times with no errors. Ran controls and patient samples with no errors. Issue resolved.

Event description:
Tech support received a request from the fse passovoy to open a ticket for this customer. Per the fse they are getting error 2239 bf probe# 1 purge failure. The fse has already been in contact with the customer regarding the reported issue. The customer is down and they run class a ipth dispatched to fse.